Event description:
This report summarizes one malfunction. A review of the reported information indicates that model dl900f vena cava filter allegedly tilt. The information was received from a single source. One patient was involved with no reported patient injury. The male patient is 51 years old. Weight of the patient was not provided.